Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a frozen display and unresponsive buttons. It was stated that the time on the device was not advancing. It was stated that a new battery was installed and the insulin pump alarmed, but the buttons still were unresponsive. No further info was provided.